Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a laparoscopic completion proctectomy ileal j-pouch with ileal anal anastomosis. The staplers partially fired halfway, and then the handle would not close smoothly and seemed to jam. The handle would lock up on the second squeeze of the handle. The staples bunched up along the staple line. To correct the poor staple lines, another stapler was used. There will be an additional operation performed to correct the issues because the surgeon created a diverting ileostomy. The ileostomy was temporary. The surgeon was considering not diverting after formation of the j-pouch, but due to the misfiring; the stoma was created. The patient was made aware prior to the procedure of the possible need for a stoma. Surgical time was extended 30 minutes or more, but not adverse event reported as a result of the extension. Current patient status reported as stable and well. Relevant medical history: ulcerative colitis

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.